Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The unit had approximately 15, 350 hours of operation time and software version 2.00. The customer was asked to connect their unit to respilink to upgrade the software to version 2.10 or above. The fse also recommended replacing the user interface. The customer replaced the user interface and the issue was resolved. The unit was returned to service.

Event description:
It was reported that the unit's display was dim. It is unknown if the device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.